Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data did not reveal any records of unexplained power loss. On examination, there was no damage found to battery cap or battery compartment. The battery cap was able to attach securely to pump. The battery cap was evaluated and found to measure within the required specifications. On investigation, the pump powered on normally without alarms. Pump was exercised for 24 hours with no power issues or alarms occurring. The pump for was opened for further investigation with no damage found to power circuit. Investigation did not confirm or duplicate the alleged power issue and the pump was found to operating as intended within the required specifications without malfunction.